Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed. Evaluation summary (B)(4): no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, the defibrillation threshold testing on the lead was not successful at 25 joules. The lead was removed and replaced. No patient complications have been reported as a result of this event.